Event description:
It was reported that the pump history was missing data despite being in use. There was no reported adverse impact to the customer's blood glucose level.. The customer received a replacement pump for continued insulin therapy.